Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data showed no evidence of excessive battery usage or short battery life. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electrical current within the specifications. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. The reported event was not duplicated. Unrelated to the reported event, the battery compartment was found to be cracked below the grip pad.